Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss. The site of the fluid loss was not identified. It is unknown if the explanted aus is being returned for investigation. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss. The site of the fluid loss was not identified. It is unknown if the explanted aus is being returned for investigation. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. Additional information was received indicating that the explanted aus was discarded by the hospital. The patient was also reported to be doing well after the procedure.